Event description:
The hospital reported that during and endoscopic vein harvesting procedure, the vh-3200 bisector started smoking in the tunnel. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The product is not available for eval. Internal file number - (B)(4).